Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 315 mg/dl. Customer reported that she had already tried all remedies but the issue persisted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.